Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that the insulin pump was alarming button error. Customer stated they were outside in the rain for about thirty minutes and the device alarmed shortly after. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 298 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage found on electronic assembly/motor. Minor scratched lcd window, cracked display window corner and cracked battery tube threads noted.